Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had shortness of breath a was admitted for a follow up. There was also a reduction in flow with instability and suction events. A light bend of the outflow graft was a suspected. The patient underwent cardiac surgery for revision and a light bend in the outflow graft was confirmed due to a jelly material formation between bend relief and outflow graft. The surgeon removed the jelly material which restored pump flow stability. The patient was in good condition and their ventricular assist device (vad) parameters were stable

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction associated with extrinsic outflow graft compression between the outflow graft material and outflow graft bend relief could not be confirmed through this investigation. The product was not returned for investigation. A specific cause for the reported outflow graft obstruction and low flow events could not be consciously determined though this evaluation. It was reported that the patient was experiencing shortness of breath. Technical services reviewed the submitted log files and revealed reductions in flow and the occurrence of pi events. The clinic suspected a slight kink of the outflow graft so that patient underwent revisionary surgery. A slight kink in the outflow graft was confirmed due to ¿¿jelly¿¿ material that was formed between the outflow graft bend relief and outflow graft material. It was reported the surgeon removed the ¿¿jelly¿¿ material resulting in the restoration of normal pump flow. No log files were returned for evaluation. Additional documents were provided by the account. A document containing time-activity curve (tac) analysis was submitted. The document contained images of the outflow graft and outflow graft bend relief from multiple angles. 3-d renderings and multiplanar reformation (mpr) images were provided of the suspected obstruction in the outflow graft. An additional document was attached that displays an overview of periodic and event log files. The document displays the data in a graphical format. Additional information from the vad coordinator revealed that the patient is currently in good condition and their vad parameters are stable. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number mlp-006013. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, outlines all pump parameters, and provides information regarding the assessment of pump flow. The relevant sections of the device history records for mlp-006013 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of buildup between the outflow graft and outflow graft bend relief resulting in an extrinsic outflow graft obstruction was confirmed based on the images submitted for review. It was reported that the patient was admitted for a follow up and was experiencing shortness of breath. Interrogation of the device revealed a reduction in flow with instability and suction events. Tac imaging was performed for a suspected bend of the outflow graft. Review of the submitted images confirmed a buildup of biological material between the outflow graft and the outflow graft bend relief causing compression of the outflow graft. Additionally, the submitted log file data confirmed decreases in pump flow below the low flow threshold of 2.5 lpm between (B)(6) 2021 and (B)(6) 2021; however, no low flow hazard alarms were captured. Despite these events, the pump appeared to function as intended at the set speed. The implant kit was shipped on 23mar2017. The hm3 lvas instructions for use (IFU) and the hm3 lvas patient handbook are currently available. Section 1, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4, "system monitor", explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.